Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('protruding through the cornual region of the uterus/migration') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient¿s previous, and alternative contraception after essure insertion was nexplanon. Previously administered products included for preoperative preparation: torodol, ibuprofen, vicodin and valium; for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. Concurrent conditions included dyspareunia, urinary tract infection, vaginal candidiasis, vaginal cyst, vaginal discharge, varicella, vertigo, irregular menstrual cycle, depression and lightheadedness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy with bilateral tubal fulguration, right partial salpingectomy). At the time of the report, the uterine perforation, pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: hysteroscopic sterilization via essure device: right side-the essure device introducer sheath was inserted into the working channel of the hysteroscope. The first attempt was successful. There were 5 expanded coils extending into the uterus. The same technique was repeated on the left side and 5 expanded coils extending into the uterus. There was no bleeding. Patient tolerated the procedure well. Date(s) of removal: (B)(6) 2015 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: results: negative. Lot number: 855628 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('protruding through the cornual region of the uterus/migration') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient¿s previous, and alternative contraception after essure insertion was nexplanon. Previously administered products included for preoperative preparation: torodol, ibuprofen, vicodin and valium; for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. Concurrent conditions included dyspareunia, urinary tract infection, vaginal candidiasis, vaginal cyst, vaginal discharge, varicella, vertigo, irregular menstrual cycle, depression and lightheadedness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy with bilateral tubal fulguration, right partial salpingectomy). At the time of the report, the uterine perforation, pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: hysteroscopic sterilization via essure device: right side-the essure device introducer sheath was inserted into the working channel of the hysteroscope. The first attempt was successful. There were 5 expanded coils extending into the uterus. The same technique was repeated on the left side and 5 expanded coils extending into the uterus. There was no bleeding. Patient tolerated the procedure well. Date(s) of removal: (B)(6) 2015 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: results: negative. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received. Reporters information were added. Medical history were added.event:protruding through the cornual region of the uterus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. 855628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient's previous, and alternative contraception after essure insertion was nexplanon. Previously administered products included for preoperative preparation: torodol, ibuprofen, vicodin and valium; for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery and essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: hysteroscopic sterilization via essure device: right side-the essure device introducer sheath was inserted into the working channel of the hysteroscope. The first attempt was successful. There were 5 expanded coils extending into the uterus. The same technique was repeated on the left side and 5 expanded coils extending into the uterus. There was no bleeding. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 5-may-2017: essure lot number and information about insertion were added. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering device removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the initial product technical complaint investigation, no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. 855628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient¿s previous, and alternative contraception after essure insertion was nexplanon. Previously administered products included for preoperative preparation: torodol, ibuprofen, vicodin and valium; for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and weight increased outcome was unknown. The reporter considered device dislocation, pelvic pain and weight increased to be related to essure. The reporter commented: hysteroscopic sterilization via essure device: right side-the essure device introducer sheath was inserted into the working channel of the hysteroscope. The first attempt was successful. There were 5 expanded coils extending into the uterus. The same technique was repeated on the left side and 5 expanded coils extending into the uterus. There was no bleeding. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect most recent follow-up information incorporated above includes: on 26-oct-2017: follow up from summons-earlier events replaced with events migration, weight gain and pain. Essure removal date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. 855628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient's previous, and alternative contraception after essure insertion was nexplanon. Previously administered products included for preoperative preparation: torodol, ibuprofen, vicodin and valium; for an unreported indication: keflex. Past adverse reactions to the above products included urticaria with keflex. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: hysteroscopic sterilization via essure device: right side-the essure device introducer sheath was inserted into the working channel of the hysteroscope. The first attempt was successful. There were 5 expanded coils extending into the uterus. The same technique was repeated on the left side and 5 expanded coils extending into the uterus. There was no bleeding. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: (B)(6). Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering device removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs